Event description:
A baxter service technician found a system error 2240 during a review of the event logs of the homechoice (hc) device.

Manufacturer narrative:
(B)(4). The system error (se) 2240 alarm was identified during a review of the event logs of the homechoice device. There is no evidence that problems with the homechoice (hc) contributed to se 2240. The cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This event was found during device evaluation. Since the customer did not report this alarm and patients discard supplies after each therapy, the sample was not requested and there is no lot information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.